Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries were replaced to correct the reported condition. A service history review revealed that this device was previously serviced for the reported condition. During previous service the main batteries were replaced. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "damaged battery." It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.